Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 1420) was confirmed. The u64 component was defective. Reporting out of abundance of caution. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 1420.